Event description:
During an implant procedure, the device was connected to the leads and loss of capture was noted. The device was not implanted and a new device was implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of a failure to capture could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Further analysis, including an output test, found no anomaly related to the reported capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.